Event description:
Customer reported his insulin pump alarmed battery out limit and he cannot clear the alarm. Customer's blood glucose is 107 mg/dl. There were no significant events leading to the alarm. The device was not exposed to moisture. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked display window, minor scratches on the display window, and cracked case near the display window corners. All buttons functioned properly. However, the pump had corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).